Event description:
Covidien received a call alleging that when the patient circuit is disconnected, it shows "low pressure" on the screen, but there is no sound. There was no patient on the unit when the problem occurred, it was discovered during testing.